Event description:
On (B)(6) 2013,the patient contacted animas and alleged the following: the pump lost power during the night, keeps shutting off and beeping since. He is able rewind/load/prime and pump will shut off. He had an elevated blood glucose (bg), with no symptoms, would not provide value but self- treated. Patient states pump did not emit the low battery alarms. Patient switched batteries, states no damage to battery cap, never knew about changing battery caps. Patient has not changed battery caps and has spares at home. He can see yellow o-ring, did not know that o-ring was not suppose to be seen. Patient admits not screwing the cap on tightly per IFU. Patient rewinds/loads/primes each time while disconnected from pump. Customer support (cs) review found date/time/year is correct when rebooting/ basal rate correct. No beeps are occurring after doing rewind/load/prime steps. Patient states that the yellow o-ring maybe visible at times. Patient is able to tighten cap while on phone per IFU. Reviewed alarm history, replace battery (B)(4) with no low battery warning or other alarms. Patient wasn¿t sure if bolus went through, confirmed bolus history 6.55 units of 6.55 delivered, he has an alternative insulin delivery plan. Cs advised patient to discontinue use of pump and to use alternative insulin delivery plan. This complaint is being report as the issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the black box history revealed data from (B)(6) 2013 to (B)(6) 2013 and not on the reported event date of (B)(6) 2013. Multiple "power on resets and reboots were observed in the black box history. No damage or corrosion was found to the battery compartment. The battery cap was not returned. A test cap was used testing purposes and was able to tightly secure to the pump. The pump was exercised with the test cap for 24 hours. No power loss or battery related warnings were observed. The pump case was removed; no evidence of moisture contamination was found inside pump. No issues were found with the battery terminal contacts; no intermittent issues were noted with the contacts. The reported complaint was unable to be duplicated during testing.